Event description:
A peritoneal dialysis registered nurse (pdrn) reported to (B)(6) customer support that the patient's pd catheter was removed due to peritonitis and multiple infections. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis. No symptoms were provided. Pd cultures were obtained. The cultures resulted positive for a gram-positive organism (unknown culture results). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ip ceftazidime or ip fortaz per clinic protocol. The patient¿s discharge date was unknown. The cause of the peritonitis event was attributed to the patient not wearing a mask or performing hand washing prior to treatment connection. During the patient¿s recovery, the pd catheter (not a (B)(6) product) was not working. The patient required a pd catheter revision. The surgeon would not do the revision surgery due to the patient having back-to-back peritonitis events and the probability of inflammation in the peritoneum. The pd catheter was removed (date unknown) and the patient was placed on temporary in-center hemodialysis (hd). The patient is expected to have a new pd catheter placed in 6-8 weeks. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).